Manufacturer narrative:
Stripped battery cap coin slot noted. Minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer was unable to remove the battery cap out of the insulin pump. The customer stated that the battery icon on the insulin pump was empty, showing that the battery was low. The customer's blood glucose was 221 mg/dl. Troubleshooting was done. The customer was unable to remove the battery cap with a quarter and a large screwdriver. Advised to discontinue use of the insulin pump if the battery was low. Advised to monitor closely if the customer continued use of the insulin pump. Explained that the insulin pump needed to be replaced. Advised that a replacement insulin pump would be sent. Nothing further reported.